Manufacturer narrative:
The customer provided the device log files for review which confirmed instances of the reported alarm. Technical support determined the inspiration block required replacement to resolve the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Customer reported that the device showed technical failure 388 alarm. There was no patient involvement reported.